Event description:
The initial reporter advised shiley that a pt with a shiley valve was scheduled for surgery "because the valve is leaking". Subsequently, the pt's physician confirmed that the pt was scheduled for valve replacement surgery and indicated that the pt "has endocarditis and is spewing emboli". Upon additional follow-up, the pt's family reported that the "doctors decided against surgery" and the surgery had been cancelled. No further information has been obtained.